Event description:
It was initially reported that the patient had a suicide gesture or attempt. Follow-up with the physician's office indicated that they last saw the patient (B)(6) 2011 and the patient had not had any suicide gestures or attempts since they had begun seeing the patient and that the patient was not suicidal. They were unable to provide me with any information as they said that the report of the suicidal attempt or gesture while in the study was incorrect.